Event description:
The pt was revised because of osteolysis, poly wear, and loosening.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. The investigation was limited to the info provided, as the prod code and lot #s required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info, it would not be unreasonable to expect some wear after approx 15 yrs of implantation. The initial report sates that it is not suspected that the prod failed to meet specs or contributed to the reported event. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the prod or add'l info that changes this conclusion be rec'd, the investigation will be reopened.